Event description:
Boston scientific received information that the device associated with this left ventricular (lv) lead had been sensing activity on the lv channel before the right ventricular (rv) channel. The lead had dislodged and was sensing atrial activity. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure to reposition the lead was scheduled. This report will be updated if additional information becomes available.